Manufacturer narrative:
(B)(4). This report is related to a journal article, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? If yes, provide details of event and specific product code and lot number involved. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date and type of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for ethicon devices used? (B)(4).

Event description:
It was reported in a journal article titled: safety of cyanoacrylate-based adhesives in creating layered septal cartilage grafts during open structure septorhinoplasty author(s): jeff markey, md, rahul seth, md, p. Daniel knott, md citation: american journal of otolaryngology-head and neck medicine and surfgery 35 (2015) 499-502; http://dx.doi.org/10.1016/j.amjoto.2015.04.002 the present retrospective study evaluated the utility of cyanoacrylate-based adhesives (cba) in creating layered septal cartilage grafts from remnant septal cartilage for l-strut reconstruction during open septorhinoplasty. From jul2012 to ju2014, 15 patients (ages 15-65 years) underwent primary or revision rhinoplasties. In the procedure, when severely traumatized septal cartilage was encountered, wherein tears in the cartilage prevented the creation of grafts of adequate strength and/or length, the septal cartilage was divided into straight segments, which were adhered together with indermil, histoacryl or dermabond, to create sufficiently long, rigid and/or thick grafts, and reinforced with 5-0 polydioxanone (pds) suture (ethicon). Postoperatively, 2 patients had columellar deviation and one patient had infection which initially complained of mild septal discomfort where simple needle aspiration was performed and were placed in 1-week course of oral antibiotics at the time of aspiration and again 6 months postoperatively when fluid collection recurred. In the present patient cohort there was 1 noted possible complication related to local inflammatory changes. Polymerized cba has a relatively limited half-life and subcutaneous cba use appears to provide operative efficiency while not resulting in short or long term increased local infections or inflammatory changes. The study showed that cba can be used subcutaneously and in association with pds suture to provide critical structural reconstruction to the l-strut. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/30/2019.